Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with an abscessed infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient reported that they noticed an abscess at the infusion site after removing the pod. The abscess did not heal on its own, so the patient visited their doctor who advised the patient to go to the emergency room. The patient presented at the emergency room and was admitted. The patient was initially treated with unspecified antibiotics; however, this did not resolve the infection, and the patient was then treated with a surgical incision at the infusion site. A new pod was also applied successfully.